Event description:
It was reported the pt's (B)(6) ipg was replaced due to allegations of an increased recharge burden. Previous efforts to resolve this issue with use of a different charging system proved unsuccessful.

Manufacturer narrative:
Add'l correction removal reporting#: (B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.